Event description:
Reportedly, during a regular pacemaker check on (B)(6) 2014, it was noticed that some data in device memories (aida) were missing. An analysis is requested. In addition, the user requests the information about mean v rate (data displayed in the arrhythmia tab - diagnosis panel).

Event description:
Reportedly, during a regular pacemaker check on (B)(6) 2014, some data in device memories (aida) was missing. An analysis is requested.